Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional info was received, stating the patient had presented to the ER with syncopal spells and had three aborted shocks. No further patient complications have been reported.